Event description:
The territory business leader (tbl) reported the patient v-go fell off, when she was at home on (B)(6) 2019. Patient stated before the v-go fell off, became lose and felt a discomfort with the needle at the infusion site. Patient stated that she always properly prepped her site. Patient stated that she tossed the v-go.